Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient age at time of event, date of birth and weight (a4) not reported. Date of event is unknown. The event is considered to be when a sore developed at the patient's surgical site. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Unique identifier (UDI) # for both part numbers listed are listed below. Concomitant medical products and therapy dates is n/a to this report. Initial reporter fax not reported. Device bla number is n/a to this report. N/a was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Device manufacture date for both part numbers listed are listed below. No files attached to this report. Investigation: evaluation of similar complaints the complaints log was reviewed to identify any similar events involving a tiger screw removal between april 2020 and april 2021. Seven (7) similar complaints were identified. Of these seven (7) identified complaints, the root causes were as follows: unknown, patient noncompliance, patient other (osteoporotic bone), surgical team other (industry standard), patient anatomy, no identified defect, and tbd. None of these related events contain parts from the same lot numbers as the reported event. Device history record (DHR) review: the dhrs for the lots listed below were reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. 2.0mm x 34mm tiger cannulated screw (200-20-034) - lot 75cb1704 [manufactured 06/12/2012, UDI (01)00812926020662(10)75cb1704] - no associated reworks (rwks), nonconformances (ncrs), or deviations (dev). 2.0mm x 36mm tiger cannulated screw (200-20-036) - lot 75dj0528 [manufactured 07/03/2012, UDI (01)00812926020679(10)75dj0528] - no associated reworks (rwks), nonconformances (ncrs), or deviations (dev). In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: tiger cannulated screw system instructions for use, 900-01-002 revision p, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. Due to the nature of the event (removal with limited information available), simulated use testing was not performed. Investigation conclusion: there were no abnormalities to document in regards to DHR review. Limited information was provided by the initial reporter. Thus, evaluation of the surgeon technique remains unknown. Parts were not returned to be visually / dimensionally inspected. Due to the limited information available after a written attempt for more information, the root cause is unknown.

Event description:
On 04/13/2021, a trilliant surgical sales support specialist was notified by a materials manager of facility 1 of an upcoming removal of a 200-20-034 (2.0 x 34mm tiger cannulated screw) and 200-20-036 (2.0 x 36mm tiger cannulated screw) that developed a sore at the surgical site, scheduled on (B)(6) 2021 with doctor 1. Upon further inquiry, the materials manager stated that both tiger screws were originally implanted in the 2nd and 3rd toe of a female patient (age and date of birth unknown at this point in the investigation) on (B)(6) 2012 at facility 2 by doctor 2. The materials manager stated that the aforementioned screws will not be returned post-removal and will be retained by the facility. Any follow up details shall be obtained in a follow up interview with the materials manager post-removal.